Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic), keypad/button unresponsive/button error, prime/fill anomaly. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was partially performed, customer reported pump was dropped/bumped and/or pump has possible physical or cosmetic damage. Customer reported a keypad anomaly and/or stuck button alarm. Pump screen was scrolling without input from user and pump has not been exposed to altitude change.. No harm requiring medical intervention was reported. The customer will discontinue the use of the insulin pump mmt-1780kpk was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. No prime and rewind anomaly noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thus for history files and traces. No motor alarms or alerts were found in history files and traces. Pump was cut to perform visual inspection found moisture damage on the pcba 1 and force sensor. Motor was tested outside of unit and it passed. The following were noted during visual inspection: corroded battery tube, battery tube threads cracked, scratched case, cracked keypad overlay, missing display window cover, broken belt clip rails, pillowing keypad overlay, serial number label missing. Prime anomaly and rewind anomaly is not confirmed. Keypad unresponsive is not confirmed and responsive during testing. Cosmetic damage is confirmed at the belt clip rails. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.